Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the plastic distal end cover, air water nozzle, bending section cover adhesive and connecting tube each had foreign material. Additionally, the suction cylinder had no color, due to a cut on the heat shrinking tube of the forceps elevator lever, the expected insulation capacity was not obtained. The label on the suction connector was damaged, electrical connector had corrosion due to water leakage, due to clogging of the nozzle, no water was able to be fed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a clogged duct. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover, air water nozzle, bending section cover adhesive and connecting tube each had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.